Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed an error during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate the reported issue. The service representative was able to reproduce the issue and traced the error to the motor control pcb and the motor endstage boards. Replacement of the faulty boards resolved the error and no further issues have been reported for the involved unit. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trends have been identified for this type of issue. Sorin group (B)(4) will continue to monitor the issue for trends. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that he s5 double head pump displayed an error during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed an error during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.